Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800544 was manufactured on 11/26/2018 a total of (B)(4) pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The jaw spring appears disengaged from the jaws and is protruding out of the channel on the bottom jaw side. The jaws are also misaligned as the bottom jaw appears bent and is pushed into the channel. This is an indication that the device was used to pry something or was pushed against something that caused the damage. The sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the channel pivot holes and the jog. The jaw spring was disengaged from both jaws and was bent. The bottom jaw was also bent. It appears that since the bottom jaw was pushed into the channel, the bottom jaw became disengaged from the channel pivot holes. The jaw spring also became disengaged from the jaws. Upon further attempts to fire the device, both the bottom jaw and the jaw spring became bent. The clips were also found to be slightly out of position in the channel. The clips could come out of position if attempts were made to continue to fire the device after it was damaged. The sample was received with 9 clips remaining indicating that 6 clips were fired by the end user. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the damage. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. The sample was returned with the jaw spring disengaged from the jaws and protruding out of the channel on the bottom jaw side. The jaws were also misaligned as the bottom jaw was bent and pushed into the channel. Functional testing could not be performed based on the condition of the returned device. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the channel pivot holes and the jog. The jaw spring was disengaged from both jaws and was bent. The bottom jaw was also bent. It appears that since the bottom jaw was pushed into the channel, the bottom jaw became disengaged from the channel pivot holes. The jaw spring also became disengaged from the jaws. Upon further attempts to fire the device, both the bottom jaw and the jaw spring became bent. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the applier failed to fire the clips; constantly misfired.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier failed to fire the clips; constantly misfired.